Event description:
The customer states that one patient sample generated an initial architect insulin assay result of 15.4 uu/ml. This result was not reported from the lab. The patient had last tested at a value of 3.5 uu/ml. The current sample was retested and generated a result of 3.4 uu/ml. No further information was made available with no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The initial report was submitted under brand name architect i2000 analyzer, manufacturing site. It was determined that the investigation should be performed on brand name architect insulin assay, abbott another country manufacturing site. Per the complaint record, no returns are available from the customer. The investigation consisted of a review of quality records associated with this material. The review indicates that there is no product deficiency. Therefore, testing was not necessary. The investigator did not perform testing because quality checks are performed as part of the production process for this lot. The suitability of distributed product is monitored by the worldwide complaint tracking and trending systems. Any increases in complaint activity would result in a non-statistical trend, which are evaluated during the tracking and trending review. The customer's issue is addressed in the specimen collection and preparation for analysis section in the architect insulin package insert, which states that for optimal results, serum and plasma specimens should be free of fibrin, red blood cells or other particulate matter. Ensure complete clot formation in serum specimens has taken place prior to centrifugation. For optimal results, inspect all samples for bubbles and remove bubbles with an applicator stick prior to analysis. A non-statistical trend was not identified in any of the reviewed quality data. The acceptance criteria were met. Review of complaint data indicates normal complaint activity for the issue under investigation. No other related complaints were identified. In conclusion, based upon the results of this investigation, the architect insulin assay, lot unknown is performing acceptably. The investigation did not identify any product deficiencies or additional issues. No further investigation will be performed. The analysis of the available data indicates that the architect insulin assay, lot unknown is performing as intended, and meeting its safety, effectiveness and label claims. This is a final report